Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found the optic in three pieces, multiple tears on the lens and pieces of the haptic missing. An injector and cartridge were returned with the lens. No visible damage to either device. Injector had tape on it. Work order search: no similar complaint were reported for units within the same lot. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens, +17.5 diopter, and the lens tore. The lens was removed with no patient injury. The backup lens was implanted with no problem. The reporter stated the cause of the event was unknown.